Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Corrected: d3, e1 and g1.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "outcomes of cerclage wiring to manage intra-operative femoral fracture occurring during cementless hemiarthroplasty in older patients with femoral neck fractures" written by aasis unnanuntana and nakarin saiyudthong published by international orthopaedics published online 9 april 2019 was reviewed. The article's purpose was to investigate the outcomes of cerclage wiring to manage intra-operative fractures occurring during cementless hemiarthroplasty in older patients with a femoral neck fracture. It is noted that depuy stem were listed amongst stems utilized where femoral fractures occurred during stem implantation of total 27 patients within the study.. Figure 1 and figure 2 provide radiographic images for illustrative purposes with no stem manufacturer identification. Depuy products: corail stem (qty 18), trilock stem (1). Adverse event: femoral fracture during stem implantation (treated by cerclage wiring).